Event description:
It was reported that the customer's blood glucose level was 419 mg/dl. The customer had issues with his blood and sensor glucose readings. He received a calibration error. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.